Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and repaired the leak. Upon verification, the fse found that the instrument laser was misaligned. The leak had damaged the triple transducer module (ttm) and caused the laser to misalign. The fse replaced the triple transducer module and the instrument ran without any errors.

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer described the leak as approximately 10 cc of diluent, contained in the instrument and from the area of the flow cell. The leak was identified during instrument startup. No samples were run when the leak was identified, no affect to patient results or treatment. No error messages generated by the instrument, and no electrical/optical issues seen. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse determined that the leak caused damage to the triple transducer module (ttm) and caused the laser to misalign. The operator was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.